Event description:
During a bronchial fibroscopy procedure for diagnosis, the wire of one jaw came loose from the radial jaw. There were not consequences for the pt. The procedure was completed successfully with the use of another device.